Event description:
Obstructed co2 t-piece. Trouble ventilating the breathing bag during the checkout procedure. Could only partially ventilate bag. Observed majority of pt gas was going directly to the scavenging manifold due rptr thought to a blockage in the breathing circuit. Could not squeeze the breathing bag simulating exhalation. Removed the entire circuit and replaced with another and noticed everything worked normally. Upon close visually inspection of each component of the breathing circuit began to remove the humi-vent to see if that was the occluded part when clinician looked up the tee-piece. Noticed at that time that the tee-piece was occluded. Replaced the occluded tee-piece in the circuit with an unobstructed one. No pt injury.